Event description:
A patient reported a loss or change of therapy. The patient reported she saw her healthcare professional (hcp) the week prior to (B)(6) and he said something about finding a program that worked better the patient. The patient state that she had at least 50% improvement in her symptoms so far, but was expecting more symptoms improvement some days. The patient stated it felt pretty good and some days she¿s like ¿he didn¿t feel like it was pretty good. The patient stated it said that could take up to 6 weeks for her to heal, but she was still having some pain around the implant and incisions that came and went and it felt like the device was moving. The patient stated she didn¿t know what was going on, but it just doesn¿t feel right and she noticed the device felt like it was moving around with certain movements. The patient stated she told the healthcare professional (hcp) she was still having a little pain, but it felt funny and she didn¿t know how long it¿ll take to not feel that way or if something is wrong with her. The patient noted maybe she was doing too much post-surgery. There was no trauma or falls related to the issue. The patient stated she was going to talk to her hcp. The patient stated they had pain at the implant site since (B)(6), the device was moving around the week prior to (B)(6), and the therapy was not as satisfactory as the patient wanted for maybe a week and half prior to (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with patient continuing report that they've had issues with the implant starting 1-2 months post implant. Patient reported that there was pain every time they moved and that they were having pain at the implant site. They also felt like it was moving with them and couldn't find the right program. Patient has lost insurance coverage so they didn't go back to the hcp about the issue until sometime last year, maybe (B)(6) 2017 and the hcp told them to turn off the ins, however even with it off, they still had the same issues. There were no falls or trauma but patient did have arthritis in the back but didn't know if that was related. Patient advised to follow up with hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.